Event description:
During a biplane exam, the system developed an error which caused the system to go into bypass fluoro with no image processing. While in bypass fluoro, the radiologist has limited functionality and reduced image capabilities. When the problem occurs, the system requires approximately 50 seconds to recover. The problems does not occur during fluoro or acquisition, it occurs when the footswitch is released and the system goes to a review mode. After the system recovery full functionality is returned. There were no reported injuries associated with this event.

Manufacturer narrative:
In response to this issue, a customer safety advisory letter is being issued to affected consignees. This letter notifies users of this issue and provides instructions to minimize potential risk. Additionally, a software update will be made available via an update instructions to correct this issue.